Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized on (B)(6) 2022 and (B)(6) 2022 due to a clogged catheter. The catheter was unclogged in the hospital. The patient's adverse events were not due to deficiency or malfunction of any fresenius product(s), device(s) or drug(s). C-920865 (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).